Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-10, additional information was received from a healthcare provider (hcp). On (B)(6) 2015, the patient had an office visit and there was 13.5ml residual volume and 2.5ml was expected. The patient had increased pain even with dose increases. X-rays showed a pinched pump catheter. Diagnostics ran by the company representative on (B)(6) 2016 showed no pump dysfunction. The pump's elective replacement indicator (eri) was at 23 months. On (B)(6) 2016, the pump and catheters were replaced.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving bupivacaine 4.5 mg/ml at 1.0555 mg/day and prialt 5 mcg/ml at 1.1728 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radiculopathy. Compatibility guidelines were requested for MRI. The procedure was due to a problem with the device or therapy. The healthcare professional was doing a MRI to try and rule out a granuloma. No patient symptoms were reported. The event date was 2015. The patient started having problems about 6 months prior, but it was unknown what specific time frame.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.